Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely the biopsy channel leaked, fluid invaded the scope connector during handling of the device by the user. That caused an abnormality of electronic component, as a result the suggested event occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope failed leak testing. This issue was identified during reprocessing, after scope had been soaked in cidex solution for 45 minutes. The device was returned to olympus for evaluation. During evaluation, the device relayed no image. This medical device report (MDR)is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement reported.

Manufacturer narrative:
During evaluation, the following issues were noted: the distal end cover was cracked and chipped; the bending section cover adhesive was cracked; switch buttons 1 and 4 were nonfunctional; the bending section had fluid ingression; the insertion tube was dented and wrinkled; the control body had fluid ingression; and the scope connector had fluid ingression. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.